Event description:
Patient underwent a loop electrosurgical excision procedure (leep) and hysteroscopic hydrothermal endometrial ablation on (B)(6) 2026. Prior to initiation of therapy, the device passed the seal integrity test. The ablation cycle was initiated and continued for approximately 6 minutes, at which point the system detected a leak and automatically terminated the procedure. The procedure was discontinued, and the patient was discharged home in stable condition. Later that same evening, the patient presented to the emergency department with severe abdominal pain. Laboratory evaluation was notable for leukocytosis. CT scan of the abdomen and pelvis demonstrated free intraperitoneal air, concerning for bowel perforation and patient had severe abdominal pain. Given these findings, the patient was taken emergently to the operating room for diagnostic laparoscopy. Intraoperatively, findings required conversion to an open midline laparotomy. Evaluation revealed injury to the small bowel consistent with thermal damage. A segmental small bowel resection was performed. The patient was hospitalized postoperatively and was discharged home in stable condition on (B)(6) 2026. This represents a serious adverse event following hydrothermal endometrial ablation, with suspected uterine perforation and extrauterine thermal injury to the small bowel requiring surgical intervention. Diagnosis for use: abnormal uterine bleeding.